Manufacturer narrative:
The event of a patient¿s system auto reducing was reported to abbott. The abbott representative met with the patient and identified both leads had high impedance on all contacts. An x-ray was done and there did not appear to be a fracture, but the anchors looked slightly out of position. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs leads were explanted and replaced to address the issue.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-33031.

Manufacturer narrative:
A4 - the patient's weight was obtained via follow-up.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-33031.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-33031. It was reported the patient's scs system reduces the amplitude strength as the patient was unable to increase the strength and does not receive effective therapy at the lower levels. A company representative met with the patient and performed a system diagnostic and found both leads had high impedance. An x-ray was done and there did not appear to be a fracture. Surgical intervention may be taken to address the issue.